Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and mildly/moderately calcified lesion located in the mid left main artery exhibiting 80% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was predilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the device failed to cross the lesion and difficulty was encountered when attempting to remove the device following stent deployment. Patient status is alive with no injury.

Manufacturer narrative:
Additional info: the stent expanded evenly (cylindrically) along the entire length. The stent sufficiently expanded prior to attempting removal of the balloon. The stent was not deformed due to the difficulties experienced when removing the balloon. No damage was noted to the guidewire on removal from the patient. No intervention was carried out in order to remove the endeavor resolute from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clarification: the device failed to cross a lesion in the lcx and was deployed in the mid left main artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.